Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: there was no affectation or adverse effect for the patient. There were no complications with the patient.

Event description:
It was reported that a patient underwent a hysterectomy/colporragia on (B)(6) 2025 and suture was used. During the procedure, the suture broke and this affected the efficiency of the surgical process and by this event the patient's safety can be compromised and this increases the risk of post-operative complications. No adverse patient consequences were reported. Additional information was requested.